Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in an inappropriate shock due to a fracture. Therapy was programmed off until the lead can be revised. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing which resulted in an inappropriate shock due to a fracture. Therapy was programmed off until the lead can be revised. No additional adverse patient effects were reported. A revision procedure was performed, and the lead was removed from service and surgically abandoned. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.